Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Event description:
It was reported, that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed, the device had a manufacture date of 15may2020. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#:(B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.